Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case and header, and body fluid contamination in the lead barrels.the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that following an unspecified surgical procedure, the patient with this device system was suspect to endure a heart rate in the 140bpm range. The patient was checked later with an observed heart rate of 170bpm, with pacing at 120 bpm and a sensing rate of 40 bpm. The minute ventilation feature of the device was reprogrammed to passive. The device appeared to be operating within specification. No adverse patient effects were reported as a result of this clinical observation. Approximately six years later, the device was electively explanted and returned for reliability analysis.